Event description:
While admitted to the hospital after having surgery for a torn meniscus and popliteal cyst, my spouse developed compartment syndrome in the lle and a wound vacuum was implemented. He was also taking blood thinners while admitted to hospital. After receiving a call from his nurse who's said to me "the wound vac is bleeding out" I rushed to the ICU which they had bumped him up for the evening. When I arrived, he was in poor condition. Pale and sweating from blood loss and extremely elevated heart rate. As his wife, I then requested a transfer to another hospital after the incident. After the transfer to new hospital he received two blood transfusions and remained in stable condition afterwards. He was discharged from hospital on (B)(6) 2016 with open wounds which require two to three dressing changes daily. Currently following up regularly with orthopedic physician.